Event description:
It was reported the patient had not charged her scs ipg for 6 months and was unable to establish communication between the device and multiple external devices. It was also reported the patient lost stimulation 6 months ago (exact date of event is unknown). As a result, the device was explanted and replaced with a different model. Stimulation was restored with the surgical intervention.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.